Event description:
Pt undergoing liver transplant on bypass. The liver reperfused well but the pt remained coagulopathic, bleeding from numerous sites. Pt became hypotensive and bradycardic. Echo showed a large clot in her left ventricle. They were unable to regain a pulse and the pt expired.